Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found half height drawer 3 failed with no lights on controller boards; all controller boards were replaced, the drawer was configured in the application, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device not detected on bus. Multiple drawers failed and cannot be recovered even after reboot by customer. As this was the main pyxis and there were active cases customer requested for attention of this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.